Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician made four passes with the cat6 using a non-penumbra sheath and then noticed that the tip of the cat6 had become bent. The procedure was therefore completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.